Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as an allergic reaction .there was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the lv. Outcome of irritation unknown